Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received a the critical block and inverse critical block did not add to zero and post-reset ram crc alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was successfully cleared of the alarm, rewind and indicated the pump needed to be replaced. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Unit passed displacement, and self-tests. No unexpected pump error 23, 15 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple pump error 23 on 10/28/2022 04:39:11, 110/28/2022 04:42:59 and pump error 15 in history file 10/28/2022 04:39:09, 10/28/2022 04:42:41 file number: 38, line number: 442 due to hardware error. Pump was cut and open found no moisture damage on the electronic assembly, battery connector, vibrator, motor during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, unit passed all required tests and no unexpected pump error 23, 15 alarms during testing. However, pump error 15, 23 alarms confirmed in the history file due to hardware error electronic defective. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.